Event description:
Complainant noted that infusate was leaking from insertion site during procedure. A break in the catheter was observed once the catheter was removed.

Manufacturer narrative:
Complainant reported there was infusate leaking from the insertion site. Catheter was replaced. Health professional noted a break in the catheter at removal. Product was not returned for review and patient condition at device removal was not described.